Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "change in caretaker". The peritonitis was manifested by cloudy pd effluent, abdominal pain and low appetite. It was reported the patient was hospitalized due to cloudy pd effluent two days before peritonitis diagnosis and discharged within five days. The patient was treated with ceftazidime injection (1 g/once daily/intraperitoneal/discontinued after 21 days) and vancomycin injection (1 gm/every fourth day/intraperitoneal/discontinued after 21 days) for peritonitis. Pd therapy is ongoing. It was reported the retraining was given to caretaker. At the time of this report, the patient was recovered from all the events. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.